Event description:
After turning the patient, this nurse discovered the blue adapter port of the foley catheter had broken off. The port and plastic was broken off for urine to drain freely. The foley remained in the stat lock for securement throughout the entire turn and following the turn. The provider was notified and the foley was removed and a new one inserted.